Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient reported blood glucose results of "133 mg/dl" and "99 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow up # 4/4/2012: the lay user/patient's meter was returned on (B)(6) 2012 and evaluated in (B)(6) 2012 by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k)# is k073231.